Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The sample was requested and received for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable high elecsys ca 19-9 results from the cobas 6000 e601 module for one patient. The initial result from the e601 module was 101.4 u/ml. The repeat result was 97.34 u/ml. The results on a snibe analyzer were 4.06 u/ml and 4.49 u/ml. The result on a beckman analyzer was 4.97 u/ml. The questionable results were not released outside of the laboratory. The roche results were questioned as they did not match the patient's clinical diagnosis.

Manufacturer narrative:
The patient sample was received for investigation. Qc was passing prior to the event, therefore a general reagent product problem could be excluded. In the roche investigation laboratory, despite lower than the customer results (the investigation laboratory result = 63.3 u/ml vs. Customer result of 97.34 u/ml, with a deviation of -35%), the ca 19-9 result of the sample on e601 still exceeded the reference range, which was consistent with the customer to a certain extent. The decreased value may be due to the instability during the long-term storage, transport or thawing of the sample. An obvious deviation was found after the polyethylene glycol (peg) treatment of the sample, indicating the existence of a macro-molecular interference. An obvious deviation was found after the heterophilic blocking tube (hbt) treatment of the sample, indicating the existence of a heterophilic antibody interference. The investigation determined that a macro-molecular and heterophilic antibody interference caused the falsely elevated ca 19-9 results. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."